Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that with a couple of their oral-b toothbrushes (plaque remover 3d action and 3d excel, type 4736), the brush heads came loose while brushing their teeth. No injury was reported.